Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection required reseating. It was also indicated that the latch tabs of the power cord door were bent. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and was not able to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.